Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, the patient reported that her omnipod insulin pump was in a brief sensor error state for 1-3 hours. Due to this, she stated that she was hospitalized with diabetic ketoacidosis (dka). The patient was at work at the time of report and was unable to provide any further event details, including patient symptoms, treatment details or length of hospitalization. Attempts to reach the patient back for further event information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.